Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was high and was admitted to the hospital for diabetic ketoacidosis. The customer was treated with an intravenous insulin drip. A tandem clinical diabetes specialist discussed the occlusions with the customer and different infusion set sites were to be tried as the customer has scar tissue along with possibly trying a different type of cannula. Although requested, the customer's current status and hospital discharge date was not provided.